Event description:
It was reported that the patient experienced a perforation from the right ventricular (rv) lead and was admitted to the hospital two days post implant for chest pain. The rv lead was dislodged and there was intermittent non-capture, thresholds were high, and r waves were low. An rv lead revision caused a pericardial effusion. A code was run on the patient and the pocket was contaminated. The device and leads were removed and replaced at a later date after the patient stabilized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).